Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease (svd) in the left anterior descending artery (lad). Vascular access was obtained via the femoral artery. The 90% stenosed, 37mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.5mm in diameter lad. After a non bsc guide wire crossed the lesion, a non bsc balloon catheter was advanced for predilation. Then a 2.75x38mm promus element ¿ long stent was advanced and was able to cross the lesion despite the significant resistance encountered. The stent was then deployed in the lesion at 14 atmospheres and post dilation was performed however, a vessel dissection was noted at the distal site of the stent. A 2.25x32mm promus element stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable. The patient was responding well to medications.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).